Event description:
Reporter alleged obtaining a discrepant blood glucose result of 400 mg/dl back to back with a result of 129 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips used are no longer available, and so no product will be returned for evaluation.